Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the phenomenon occurred due to wrong connection of the serial digital interface (sdi) cable. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During troubleshoot with olympus technical assistance center (tac) via telephone, it was determined there was a connection issue with the monitor and the video processor (cv-190). The customer reviewed the cabling and found the serial digital interface (sdi) was connected to component output. The cable connection was moved to sdi output, which resulted in an image on the monitor and corrected the image issue. There was no device malfunction identified, however, the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported, that during a routine event the high definition lcd monitor was moved by the users then no image displayed. There were no reports of patient harm.